Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/23/2013 with the following findings: investigation revealed that the pump¿s display screen was clear and legible. Unrelated to the complaint, the battery compartment was found to be cracked extending from the threads to the fingerpad, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.